Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue persisted.